Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4).

Event description:
A nurse reported that following implantation of an intraocular lens (iol), the surgeon noted the haptic was bent very close to the optic. The incision was enlarged and the iol was removed and replaced. Following the insertion of the new iol, a capsular bag rupture was noted. An anterior vitrectomy was performed. Additional info was requested. There are two medical device reports associated with this event. This report is for the second lens.